Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel release/gel previously released/possible cable damage) was confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the sn strain relief, damaging internal wires. The root cause of the damaged cable adn wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report a gel leak. Review of the patient's downloaded data revealed a "gel previously released" flag without a "gel release" flag, indicating possible damage to the cables. The patient was issued a replacement electrode belt.